Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the shaft ruptured. During preparation, the stent delivery system balloon would not inflate. The shaft ruptured while attempting to inflate the balloon. There was no pt contact with that device. The procedure was successfully completed with another device.